Manufacturer narrative:
Nuvasive ref: (B)(4). Initial surgery was (B)(6) 2012. Review of films received, depict a product failure on the right l4-l5, and confirms the reported event. Pt has a bmi of 44 and device was implanted for 9 months in which significant fusion should have occurred. If there is a delay of union, the device may loosen, bend, or break. As of this report date, the product has not been received and is unavailable for further analysis. No root cause has been identified. Review of device history records indicated the product was received 07/2011. All dimensions, material composition, treatments and mechanical properties met specifications. No non-conformances have been noted.

Event description:
Nuvasive received a report that following initial surgery at an unk date that the spherx ii rod fractured at the right l6-l5 spine level. Pt reportedly underwent revision surgery on (B)(6) 2013. No pt injury was reported as a result of the breakage and the pt is reportedly doing well following revision surgery.